Event description:
Pt was upgraded to a bi ventricular device. When current device was interrogated prior to the implant is was noted to be eri. Physician requests report for "premature" battery depletion.